Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No sticking button noted. The device was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked battery tube threads and missing end cap sticker. The drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported that the buttons on the insulin pump are sticking. The unit has cosmetic damage. The blood glucose reading was 346 mg/dl. The drive support cap is fine. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.